Event description:
The patient underwent lead revision surgery due to the high impedance. During the surgery, the surgeon removed the lead from the generator, cleaned the connector pin, and reinserted the lead into the same generator. 3 system diagnostics all resulted in ok impedance, and the original devices were left implanted. It was concluded that the cause of the high impedance was incomplete pin insertion. Therefore, the suspect product is now the generator, as it is believed that the high impedance occurred from the generator implant surgery. No additional relevant information has been received to date.

Event description:
A review of device history records for the suspect lead shows that no unresolved non-conformances were found. No additional relevant information has been received to date.

Event description:
During a review of internal programming history, it was identified that there was an event of high impedance observed. Follow up diagnostics 6 months later confirmed the high impedance. The physician reviewed the x-rays and determined they were inconclusive regarding the high impedance. The physician declined to provide x-rays to the manufacturer for review due to patient information concerns. The patient has been referred for lead revision. No additional relevant information has been received to date. No known surgical intervention has occurred to date.